Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station communication failed. The field service engineer (fse) responded to a customer report that station data was not crossing over to the station. Fse checked the station and verified that it was communicating properly with the server. The issue appears to be related to the customer¿s network; the customer will verify their network connection. This was determined to be a customer site issue. The system functioned as intended after the field service engineer (fse) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device had stopped downloading and was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.